Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. Patient closed out all other applications on their phone. Patient checked bluetooth settings and the dexcom device was not listed. Patient turned off the bluetooth, turned it back on, removed the g5 application, reinstalled it, then manually entered the transmitter serial number and was able to pair the devices successfully. No additional event or patient information is available.